Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 13 mg/dl. The customer alleged the pump software did not accurately adjust insulin. Tandem technical support educated the customer that the pump predicts values and adjusts insulin according. The customer was treated with intravenous fluids of glucose. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.